Manufacturer narrative:
This is default text configured for block h10.

Event description:
Nurse went to check it, she was accidentally stuck by the needle. [Injury associated with device] the epipen was not working correctly and when the nurse went to check it she was accidentally stuck by the needle/the needle did not inject patient [device malfunction] case narrative: this initial spontaneous report concerns of adverse events injury associated with device and device issue in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 17-feb-2026, amneal pharmaceuticals received information from the other reporter (pharmacy technician) via an email concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. The patient was being treated with epinephrine auto-injector 0.3 mg (ndc: 0115-1694-30, lot number, serial number and expiry date was not reported) for an unknown indication. Concurrent conditions, co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests were not reported. It was reported that, the epipen was not working correctly and when the nurse went to check it, she was accidentally stuck by the needle. Last action taken with epinephrine auto-injector in relation to injury associated with device and device issue were not applicable. De-challenge and re-challenge were not applicable. The outcome of events injury associated with device and device issue were unknown. The reporter did not provide the causality of events injury associated with device and device issue with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited. Follow-up (#1) information was received on 26-feb-2026. Significant follow-up information (#1) was received from the pharmacy technician via an email. Additional information included reporter contact detail, patient¿s gender (female), product details (lot number, expiry date), event onset date added, event device issue was updated to device malfunction and narrative were updated accordingly. The nurse was administering epinephrine auto-injector 0.3 mg (ndc: 0115-1694-30, lot number: g250103x, expiry date: 31-aug-2026) to the patient. On (B)(6) 2026, the patient was having a reaction to their chemotherapy, and the doctor wanted the nurse to administer an epipen. When the nurse attempted to inject it, the needle did not inject the patient. When the nurse looked at the device, the needle deployed and pricked her finger. Last action taken with epinephrine auto-injector in relation to injury associated with device and device malfunction were not applicable. De-challenge and re-challenge were not applicable. The outcome of events injury associated with device and device malfunction were unknown. The reporter did not provide the causality of events injury associated with device and device malfunction with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 11-mar-2026. New information received includes qa investigation report, attached with this case. Amneal product complaints received a complaint for epinephrine auto-injector 0.3 mg, lot g250103x (exp: jul-2026). The complainant reported that during an attempted administration for a chemotherapy reaction, the device did not initially deploy when pressed against the patient¿s thigh and later deployed when the nurse inspected the device, resulting in an accidental needle stick. The complaint was classified as ¿defective injector.¿ a pfizer investigation was not warranted, as the reported issue was related to assembly and packaging activities performed by the cpo, phillips medisize menomonie (pmm). Phillips conducted an investigation that included review of manufacturing batch records, subassembly records, incoming material documentation, equipment maintenance and calibration records, and release testing results for lot g250103x. The review confirmed that all manufacturing and inspection processes were completed as required, with no deviations, discrepancies, or anomalies identified. All in-process inspections and final release testing met established acceptance criteria. In addition, retain samples from the lot were reviewed and confirmed to meet visual and functional specifications, demonstrating no discoloration, leakage, or defects. The complaint device was returned to amneal but had not yet been evaluated at the time of this report, preventing confirmation of the reported malfunction. As of 18 feb 2026, no additional complaints have been reported for lot g250103x within the past 24 months. Complaint trending shows 32 similar complaints categorized as ¿defective injector¿ across 248 batches and (B)(4) released two-pack devices, resulting in a complaint frequency of 0.00071percent. A review of the process fmea (pfmea) confirmed that applicable failure modes related to defective injector assembly are captured within the current manufacturing process controls. Additionally, review of the patient information leaflet (pi/pil), device wrap label, and 2-pack carton labeling confirmed that adequate FDA-approved instructions and illustrations are provided for proper device preparation, administration, and disposal, and no labeling changes are required. Based on the limited information provided and the absence of a completed evaluation of the returned device, a definitive root cause could not be established. Therefore, the root cause is determined to be undetermined, with no evidence linking the reported event to the manufacturing or assembly processes at phillips medisize menomonie. No systemic risk was identified and no CAPA is required. Last action taken with epinephrine auto-injector in relation to injury associated with device and device malfunction were not applicable. De-challenge and re-challenge were not applicable. The outcome of events injury associated with device and device malfunction were unknown. The reporter did not provide the causality of events injury associated with device and device malfunction with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product. This significant follow up (#3) information received on 27-mar-2026. New information received includes qa investigation report, attached with this case. Amneal product complaints received a complaint for epinephrine auto-injector 0.3 mg, lot g250103x. The complainant reported that during an attempted administration for a chemotherapy-related reaction, the device did not initially deploy when pressed against the patient¿s thigh and later deployed when the nurse inspected the device, resulting in an accidental needle stick. The complaint was classified as ¿defective injector.¿ a pfizer investigation was not warranted, as the reported issue is associated with assembly and packaging activities performed by the contract manufacturing organization, phillips medisize - menomonie (pmm). Phillips medisize conducted an investigation that included review of manufacturing batch records, subassembly records, incoming material documentation, equipment maintenance and calibration records, and release testing results for lot g250103x. The review confirmed that all manufacturing and inspection processes were completed as required, with no deviations, discrepancies, or anomalies identified. All in-process inspections and final release testing met established acceptance criteria. Retain samples were also evaluated and met all visual and functional specifications, with no evidence of discoloration, leakage, or defects. As of 18-feb-2026, no additional complaints have been reported for lot g250103x within the past 24 months. Complaint trending identified 32 similar complaints categorized as ¿defective injector¿ across 248 batches and (B)(4) released two-pack devices, resulting in a complaint rate of 0.00071percent, indicating a low occurrence rate. Review of the process fmea confirmed that potential failure modes related to injector assembly are adequately addressed through existing process controls. Additionally, review of the patient information leaflet (pi/pil), device labeling, and carton labeling confirmed that adequate FDA-approved instructions and warnings are provided for proper device preparation, administration, and disposal. No labeling deficiencies were identified. The complaint was not confirmed. Evaluation of the returned device demonstrated normal activation, proper needle deployment within specification, and successful completion of the dose delivery sequence. No evidence of manufacturing defects, component failure, or device malfunction was identified. The most probable root cause is user error due to failure to follow the instructions for use (IFU), resulting in inadvertent contact with the exposed needle following activation. The observed needle deformation is consistent with post-activation external force during handling and is not indicative of a product quality issue. No systemic manufacturing or design risk was identified. The residual risk is considered acceptable, and no CAPA or additional corrective actions are required at this time. The lot remains acceptable for distribution. Routine complaint monitoring and product surveillance will continue to ensure ongoing product quality and patient safety. Last action taken with epinephrine auto-injector in relation to injury associated with device and device malfunction were not applicable. De-challenge and re-challenge were not applicable. The outcome of events injury associated with device and device malfunction were unknown. The reporter did not provide the causality of events injury associated with device and device malfunction with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Nurse went to check it; she was accidentally stuck by the needle. [Injury associated with device]. The epipen was not working correctly and when the nurse went to check it, she was accidentally stuck by the needle/the needle did not inject patient [device malfunction]. Case narrative: this initial spontaneous report concerns of adverse events injury associated with device and device issue in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 17-feb-2026, amneal pharmaceuticals received information from the other reporter (pharmacy technician) via an email concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. The patient was being treated with epinephrine auto-injector 0.3 mg (ndc: 0115-1694-30, lot number, serial number and expiry date was not reported) for an unknown indication. Concurrent conditions, co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, history of allergies, history of smoking/drinking, historical drug and recreational drug use were not reported. Laboratory tests were not reported. It was reported that, the epipen was not working correctly and when the nurse went to check it, she was accidentally stuck by the needle. Last action taken with epinephrine auto-injector in relation to injury associated with device and device issue were not applicable. De-challenge and re-challenge were not applicable. The outcome of events injury associated with device and device issue were unknown. The reporter did not provide the causality of events injury associated with device and device issue with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited. Follow-up (#1) information was received on 26-feb-2026. Significant follow-up information (#1) was received from the pharmacy technician via an email. Additional information included reporter contact detail, patient¿s gender (female), product details (lot number, expiry date), event onset date added, event device issue was updated to device malfunction and narrative were updated accordingly. The nurse was administering epinephrine auto-injector 0.3 mg (ndc: 0115-1694-30, lot number: g250103x, expiry date: 31-aug-2026) to the patient. On (B)(6) 2026, the patient was having a reaction to their chemotherapy, and the doctor wanted the nurse to administer an epipen. When the nurse attempted to inject it, the needle did not inject the patient. When the nurse looked at the device, the needle deployed and pricked her finger. Last action taken with epinephrine auto-injector in relation to injury associated with device and device malfunction were not applicable. De-challenge and re-challenge were not applicable. The outcome of events injury associated with device and device malfunction were unknown. The reporter did not provide the causality of events injury associated with device and device malfunction with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 11-mar-2026. New information received includes qa investigation report, attached with this case. Amneal product complaints received a complaint for epinephrine auto-injector 0.3 mg, lot: g250103x (exp jul 2026). The complainant reported that during an attempted administration for a chemotherapy reaction, the device did not initially deploy when pressed against the patient¿s thigh and later deployed when the nurse inspected the device, resulting in an accidental needle stick. The complaint was classified as ¿defective injector.¿ a pfizer investigation was not warranted, as the reported issue was related to assembly and packaging activities performed by the cpo, phillips medisize menomonie (pmm). Phillips conducted an investigation that included review of manufacturing batch records, subassembly records, incoming material documentation, equipment maintenance and calibration records, and release testing results for lot: g250103x. The review confirmed that all manufacturing and inspection processes were completed as required, with no deviations, discrepancies, or anomalies identified. All in-process inspections and final release testing met established acceptance criteria. In addition, retain samples from the lot were reviewed and confirmed to meet visual and functional specifications, demonstrating no discoloration, leakage, or defects. The complaint device was returned to amneal but had not yet been evaluated at the time of this report, preventing confirmation of the reported malfunction. As of 18 feb 2026, no additional complaints have been reported for lot: g250103x within the past 24 months. Complaint trending shows 32 similar complaints categorized as ¿defective injector¿ across 248 batches and (B)(4) released two-pack devices, resulting in a complaint frequency of (B)(4) percent. A review of the process fmea (pfmea) confirmed that applicable failure modes related to defective injector assembly are captured within the current manufacturing process controls. Additionally, review of the patient information leaflet (pi/pil), device wrap label, and 2-pack carton labeling confirmed that adequate FDA-approved instructions and illustrations are provided for proper device preparation, administration, and disposal, and no labeling changes are required. Based on the limited information provided and the absence of a completed evaluation of the returned device, a definitive root cause could not be established. Therefore, the root cause is determined to be undetermined, with no evidence linking the reported event to the manufacturing or assembly processes at phillips medisize menomonie. No systemic risk was identified and no CAPA is required. Last action taken with epinephrine auto-injector in relation to injury associated with device and device malfunction were not applicable. De-challenge and re-challenge were not applicable. The outcome of events injury associated with device and device malfunction were unknown. The reporter did not provide the causality of events injury associated with device and device malfunction with epinephrine auto-injector. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.